Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an endoscopic internal ligation procedure performed on (B)(6) 2021. During the procedure, when the handle was turned 180 degrees, two bands were noted to be interlaced with each other causing the ligation procedure not to be performed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6), this event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.